Event description:
It was reported to philips that the device would not charge and subsequently experienced a shock equipment malfunction. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device would not charge and subsequently experienced a shock equipment malfunction. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One therapy pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests.